Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator displayed the pt experiencing a tachycardia, however, during priming the device reported a false asystole alarm. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.